Event description:
The customer contact reported leakage of blood. The male adapter plug was connected to an unspecified device and was being used to deliver and unspecified solution. The customer contact reported that after the male adapter plug had been in use for an unspecified length of time, leakage was noted at the connection of the two devices and a small unspecified volume of blood loss was noted. There were no reported adverse pt effects and no reported delay in therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. (B) (4) (B) (4).